Event description:
Dealer is stating that unit is getting high pressure error code, 4 way is not shifting correctly , also getting 2 green and 1 red light needs a new pilot valve, was ordered under warranty (B)(4). Additional reportable malfunction for this device: dealer is stating getting red light needs a new pilot valve, was ordered under warranty (B)(4).